Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the device was returned without the pouch. The flexible metal ring was deformed to one side. A functional evaluation found that the plunger was pushed and flexible metal ring protruded without difficulty. The plunger was pulled and the metal ring retracted completely into the shaft of the instrument without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the bag was introduced when the gallbladder had been removed, the bag tore when the bag was being pulled through the trocar site. A new bag was opened and the gallbladder was put into this new bag safely to complete the case. There was no patient injury.